Event description:
It was reported that multiple lead integrity alerts (lia) had triggered on the right ventricular (rv) lead due to high rate non-sustained episodes, short ventricular intervals and pacing impedance variation. The lead exhibited oversensing resulting in pacing drop off and bradycardia. The lead also exhibited high pacing impedance, an impedance spike, lead trends showing rising and variable pacing impedance, and non-physiologic noise. The lead was explanted and replaced. It was also reported that the right atrial (ra) lead exhibited undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.